Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the occlusion was resolved by changing the supplies on the pump. As the customer changed the supplies on the pump prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Then, it was reported that the customer did not observe insulin drip out of the infusion tubing during the load fill tubing sequence. The customer loaded a new cartridge and used the same tubing but still was unable to observe drops of insulin. The customer loaded a new cartridge and a new infusion set and observed insulin dripping out of the end of the tubing. However, a minimum fill message occurred. Reportedly, the cartridge was filled with 130 units of insulin. The customer added insulin to the existing cartridge and completed the load process successfully. The customer's blood glucose level was 271 mg/dl. Reportedly, to address the bg level, the customer delivered a correction bolus.